Event description:
Air-in-line alarms reported. General report of multiple undocumented incidents of air-in-line alarms during use of tubing with xl3m pumps. Some of the alarms occur at initialization of the pump and some occur after they had been on the patient for a few hours. No patient harm and no delay of therapy reported.